Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Piece of tampon remaining inside [foreign body in reproductive tract]. Has been breaking down while I'm using them - tampon [device physical property issue]. Case description: reporter stated that the tampon remained inside of her friends during use. No serious injury was reported.